Event description:
A healthcare professional called adc on behalf of a customer (an 11-year-old child) whose adc freestyle libre reader did not turn on when a test strip was inserted. It was further reported that on (B)(6) 2019, the customer experienced headaches, nausea, and abdominal pain. The customer was hospitalized for an unspecified time and diagnosed with diabetic ketoacidosis (dka). The customer was treated with 6 units of fast acting insulin and no additional information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated with a retaining strip. Performed visual inspection on the returned reader and no issues were observed. The reader did turn on when the button was pressed, but the reader did not turn on when the retaining strip was inserted. The reader was sent for further investigation and de-cased. Visual inspection was performed and evidence of contamination of liquid ingress was observed. This issue is not confirmed to use.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional called adc on behalf of a customer (an (B)(6)-year-old child) whose adc freestyle libre reader did not turn on when a test strip was inserted. It was further reported that on (B)(6) 2019, the customer experienced headaches, nausea, and abdominal pain. The customer was hospitalized for an unspecified time and diagnosed with diabetic ketoacidosis (dka). The customer was treated with 6 units of fast acting insulin and no additional information was reported. There was no report of death or permanent impairment associated with this event.